Event description:
Boston scientific received information that this programmer's screen went pitch black. The issue happened before the patient was taken to the electrophysiology laboratory. This programmer remains in service and is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that this programmer sustained damage from being dropped. The rear and bottom housing was replaced due to the induced damage. Additionally the inverter needed to be replaced as there was no output. Finally heat damage was found as a result of the defective inverter. Although there was induced damage found analysis determined that the clinical observations were attributed to the defective inverted which overheated and subsequently melting internal parts of the programmer. The programmer was repaired and has been returned to service.